Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Examination confirmed the screw component is fractured. Examination of the submitted rp tib try impactor confirms the (B)(4) shoulder screw component is missing. The shoulder screw component was not returned. Follow up communication stated no pieces of the instrument are in the patient and there was no delay in surgery. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out. The root cause is attributed to product wear out based on the overall condition of the returned device. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Part was discovered broken after it came out of the washer.